Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead exhibited loss of capture and high impedance. It was also noted that the helix would not extend post repositioning. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of a helix mechanism issues was confirmed while failure to capture and high lead impedance were not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. X-ray examination of the lead found over torque of the inner coil consistent with the procedural damage. The cause of the reported event of a helix mechanism issues was isolated to overtorqued of the inner coil in the connector region and the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts.